Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was monitored for five days with several boluses were also delivered, the insulin pump delivered properly all bolus profiles were properly and matched recorded at the bolus and daily total history screens. The insulin pump was downloaded to carelink pro properly and all bolus delivered were found at the carelink report. No bolus anomaly noted. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 399 mg/dl. The customer stated that they were not receiving insulin from their insulin pump. The customer stopped using the insulin pump for a week. The customer did not troubleshoot and did not send the product back for analysis.